Event description:
It was reported that the patient had a persistent protrusion of the ipg site. Inadequate stimulation was noted due to flipping sensation at the pocket site. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure.

Event description:
It was reported that the patient had a persistent protrusion of the ipg site. Inadequate stimulation was noted due to flipping sensation at the pocket site. The patient will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure. Additional information was received that the patient underwent an ipg pocket revision procedure and was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a persistent protrusion of the ipg site. Inadequate stimulation was noted due to flipping sensation at the pocket site. The patient will undergo a revision procedure.